Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor implantable cardioverter defibrillator (ICD) exhibited variable pace impedance measurements with some noted out-of-range values greater than 2,000 ohms. It was reported that difficulty was encountered inserting the lead into the device at initial implant. A revision procedure was performed wherein the lead was tested while connected to the device and variations in pace impedance were noted with manipulation of the lead which led the physician to suspect insulation damage. The device was explanted and the lead tested once more using a pacing system analyzer (psa) that returned measurements within normal limits. Upon connecting the lead to the new ICD high out-of-range measurements were again observed in addition to noise. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.